Event description:
Device was returned due to mechanical hardware failure (av sticky valve). Unit started up with no alarms. Removed fva assembly to verify fva pins were clean and functioning. Tested ok. Investigation found pcb, active valve flex cable to be damaged which is in direct path from main pcba to fva pcba.

Event description:
The following has been reported: biomed reported: "cassette errors despite cleaning and changing cassettes" patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure. (Av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.